Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 3. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event with three infusion sets which came off after being used for a day. Patient was not sure why the infusion sets did not stick. No further information available.